Event description:
It was reported that after eating breakfast the user observed a peak blood glucose of 243 mg/dl and subsequently experienced a rapid glucose decline while using the ilet system; capillary readings ranged from 155 to 130 to 125 mg/dl while the ilet and sensor readings trended from 142 to 96 mg/dl, and the user noted 3.84 units on board before symptoms improved without alarms or medical intervention. Symptoms included hyperglycemia followed by dizziness and nausea. Outcomes included no health consequences or lasting impact, and the user reported feeling better. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.